Event description:
While treating a pt in cardiac arrest a paramedic opened a package of medi-trace 1310p. Defibrillation/pacing/ECG electrodes. The tech found that the adhesive on one of the electrodes did not release from the packaging as it was supposed to and pulled away from the electrode.